Event description:
Related manufacturer reference number: 1627487-2022-04515. It was reported that the patient lost therapy around (B)(6) 2021 due to ipg reaching end of life. As such, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.